Event description:
It was reported that, patient is scheduled for revision surgery on (B)(6) 2012. Patient states that his doctor ordered blood work that showed elevated chromium and cobalt levels. Has dull pain almost all the time, sometimes becomes sharp. Frequent stiffness and difficulty walking especially after periods of activity. Difficulty sleeping especially in the last year. Frequently wakes from pain in his hip. Periodic weakness in both legs but more extreme in the right. Often feels the leg is going to give way. Pain in both hips will sometimes extend down into the femur. Patient had an MRI and additional blood labs on (B)(6) 2012. He saw his surgeon on (B)(6) 2012. The MRI seemed to indicate fluid at the hip site. The patient was sent to the hospital for aspiration. No fluid was extracted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.